Event description:
Report received from USA stating that the locking component of the device was damaged. It is unk if the device was used in surgery or if injury occurred. It is also unk if delay or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).